Event description:
It was reported the patient received three inappropriate shocks. Noise was seen on the egm, and the insulation reportedly appeared damaged, where the lead coils under the ICD. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.